Manufacturer narrative:
Although the reported event was unable to be replicated by medtronic personnel, one possible cause was that the returned monitor had an outdated basic input/output system (bios) setting. The returned device was retired from service and a new monitor with the current bios setting was shipped to the site to resolve the issue.

Event description:
A medtronic sales representative received a report from the site that, while in a functional endoscopic sinus surgery (fess) procedure, the navigation system display went black during navigation. No adjustments were made to the monitor or the cables, when the normal display returned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The monitor was put thru a 72 hour burn-in test on two different occasions. During both test periods the images on the monitor were normal during the entire test time. No blank screens were observed. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The device was replaced to resolve the issue.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) privacy laws. A medtronic representative, following-up at the site, confirmed that when screen went black, instruments were being navigated at the time. The surgeon removed the endoscope and instruments; a few seconds later the display came back on and the surgeon continued the case normally. Replacement monitor shipped to site (B)(4) 2014. (B)(4) 2014 medtronic representative performed a navigation system check-out and replaced monitor and power supply. System tested ok. Suspect monitor not returned to manufacturer for analysis.